Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. While troubleshooting with tandem technical support, the customer added more insulin and was able to complete the load process. Customer was unable to provide their blood glucose level.